Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient reported a full charge only last about 2 full days. The patient is wondering if this is normal. The patient indicated that she typically stays on group b because this works the best for her. The patient does charge her ins to 100% full when she recharges. It was reviewed with the patient the expectations regarding how battery model, use and the programmed settings affect the recharge frequency. Two days is not necessarily abnormal however this cannot be confirmed over the phone what is normal for the patient. It was recommended that the patient ask their managing healthcare provider (hcp) to schedule an appointment if this is something that is a concern for the patient. The patient confirmed that she will do so and has another appointment next tuesday. The patient will be having facet injections and has a spinal implant. No further complications were reported. No patient symptoms were reported. Additional information was reported that the patient does not know why their implant only lasted two days. It has always lasted today days. The patient said they have to charge continuously, and now it takes longer to charge. The patient feels like a charge should last more days. The patient stated it's irritating and frustrating. No further information was reported.